Event description:
It was reported to boston scientific corp that during use of an rx pre-curved ercp cannula, contrast media leaked from the catheter shaft, in proximity to the distal taper. The procedure was able to be completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.